Manufacturer narrative:
(B)(4). Since this instrument was not returned for evaluation and lot information has not been provided, we are unable to determine where and when it was produced or perform a thorough DHR review at this time. Since the instrument was not returned for evaluation and pictures were not provided we are unable to validate this complaint or determine root cause at this time. All instruments produced at this facility are thoroughly inspected and function tested at time of manufacture.

Event description:
The applier was not able to hold clips properly. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The applier was not able to hold clips properly. There was no patient injury.